Manufacturer narrative:
The device was not returned for analysis, as it was reported to have been discarded at the site. Since the device was not returned for analysis, we are unable to perform further root cause analysis. Per our device's instructions for use (IFU): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. During navigation, check that the distal tip of the catheter is not kinked before passing the guidewire through it. Kinking or prolapsing of the catheter may result in unintended rupture of the catheter. MDR's that are linked: 2029214-2017-01303. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during embolization of a left spinal arteriovenous malformation (avm) at level t5. Resistance was felt when the liquid embolic material was injected into the catheter, and the catheter was reported to have ruptured. The catheter was removed, and the embolic material was noted to have extravasated to an unintended location. This event required intervention to remove the embolic material. During an embolization of a left spinal avm at the level t5, liquid embolic material was injected into the first pedicle and then entered a new pedicle, through which the doctor began to inject again liquid embolic material, which initially advanced without problem, but resistance was encountered which was minor. The microcatheter was checked and found to be obstructed, it was decided to remove the microcatheter. Images revealed liquid embolic material had exited into the aorta and a mobile mass of liquid embolic material. Urgent arteriotomy was performed, which achieved removal of much of the extravasated liquid embolic material with the help of a fogarty catheter and a snare. The liquid embolic material that fragmented was almost completely removed, leaving a small part in the gluteal branch. The anatomy was normal. The spinal avm was large, this was the fifth embolization therapy. This avm is in an eloquent region.